Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, surgical/percutaneous intervention may be indicated or required after the initial surgery. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from a patient with a 33mm mitral valve that she is being evaluated for a valve-in-valve procedure after an implant duration of 8 years due to severe stenosis, motion restricted, and mild regurgitation.